Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify charge or battery lasts less than expected anomaly and missing segments or partial display anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were less responsive. The customer¿s blood glucose was unknown. The insulin pump screen was darker and harder to view. The battery life was diminished, buttons were less responsive, sometimes has to press buttons twice and there was unexplained no delivery alerts which were not due to site issues. The insulin pump will not be returned for analysis.